Event description:
See initial report.

Manufacturer narrative:
Livanova service technician checked the unit: the problem was not reproduced but cpu board was preventively replaced with a new one. Functional verification checks were performed and passed positively. The unit returned to service. A device service history review has been performed and identified that the unit was manufactured in 2012 and no other similar events have been reported. Based on above facts, it cannot be ruled out that the most likely root cause is a temporary electrical failure of cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. There is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided g.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, patient side 1 of a 3t heater cooler did not cool. It was unclear whether the pump was working. After that, medical team elected to switch to patient side 2 and turned the power off and on. The patient side improved and cardioplegia side did not cool. There is no report of any patient injury.